Event description:
It was reported that the surgical staff stated that when opening the inner packaging of the palacos, the packaging opened and ripped incorrectly. The surgical staff stated that this was a malfunction and refused to use the product. Additional clinical follow up with the customer indicated that the event of the packaging ripping incorrectly was in regards to the polymer powder. There was no harm or surgical delay involved and an alternate product was used to complete the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.